Event description:
A report was received that the patient's ipg was dead and unable to charge. Database revealed that there was some overheating but no premature battery depletion noted. The patient underwent pocket revision wherein the ipg was replaced per physician's preference. No malfunction suspected. The physician discovered during the revision that the lead at the ipg site was twisted, which was caused by the patient twirling the battery. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.